Manufacturer narrative:
Insulin pump was received with broken battery tube threads, cracked display window corner and minor scratched liquid crystal display window.

Event description:
The customer reported that the insulin pump had a crack in the battery compartment ream. Customer stated that he dropped the insulin pump two months ago. Customer stated does not know the blood glucose when he dropped the insulin pump. Customer stated last blood glucose was 185 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.